Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/15/2017 with the following findings: during investigation, there was a short battery life. There were frequent low battery warnings and replace battery alarms observed. The pump¿s electrical current draws were found to be high. The pump leaks at the display lens. The pump was opened and there was moisture damage found on the printed circuit board. A short battery life was due to moisture damage.